Event description:
During procedure, monopolar cord was noted to spark and split into 2 pieces. The surgeon did feel a small shock - no injuries were reported. No patient injury reported. Upon further investigation, this writer was unable to determine the age of the cord at the time of the event. Investigation has noted that these cords have a max life span of 1 year. Also, unable to determine the number of uses for this particular cord/cable.